Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. Evaluation summary it was caused due to the x-ring defect. In addition, we confirmed that the ccd driver pcb defect and the lg cable connector assy deformation; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. X-ring at rotatable plug deformed, leaky.